Event description:
It was reported that the preloaded intraocular lens (iol) was advanced and fully inserted into the patient's right eye when it was noticed that the lens was cracked. The lens was cut out and another lens of same model and diopter was used as the replacement. There was no patient injury reported; however, suture was placed and miochol was used. The patient was doing fine post operation. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Ethnicity: unknown as information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: two lenses were returned to the manufacturing site for evaluation, however, it was unable to identify the suspect lens from the received lenses. Visual inspections using magnification were performed on both the lenses and similar issues were identified on them. Visual inspection under magnification revealed that the complaint lens was received cut in half with a haptic detached. The lenses were cleaned and, scratches separate from the cut could be observed on the lenses. Additionally, the iols could be observed to be torn. Conclusion: the reported complaint issue could not be confirmed. However, the observed issue was similar to the reported complaint issue and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the visual inspection results of the samples in the earlier submitted report needed minor corrections and the corrected data is that "lens damages were also observed on both lenses returned". This report is being submitted to capture this correction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.